Event description:
Implant didn't achieve osseointegration, primary stability not achieved, no thread tap used, immediate implantation, inadequate bone quality/quantity, infection, pain, swelling, mobility.